Event description:
A report was received that the patient had difficulty charging the ipg due to the pocket site being too deep. The patient underwent a revision procedure where in the ipg was repositioned. The patient was doing well postoperatively.